Event description:
Healthcare professional report a lap-band system with a leak. Investigation in process. Follow-up findings: "patient seen on three occasions during a month period - had no eating restrictions. A 6cc saline added to band and only 4cc left on hard pull; on next visit 6cc in and only 2cc left on hard pull. Band leak was suspected so patient booked for fluoroscopic guided fill." "Patient underwent fluoroscopy at hospital... Which confirmed leak at site of band." Revision surgery is not scheduled at this time. Follow-up findings: the facility clarified a previous revision date as, "the patient was having some problems with the band earlier this year. CT scan showed a band slip and the band was repositioned on [date]. The original lap-band product was not removed or replaced, simply repositioned at the time of revision. Post-operatively the patient did very well and was completely asymptomatic for the four month period in-between [the] surgery for the revision and the start of [the patient's] problems on [date].

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the possible outcome of acid reflux as follows: caution: patients with barrett's esophagus may have problems associated with their esophageal pathology that could compromise their post-surgical course. Use of the band in these patients should be considered on the basis of each patient's medical history and severity of symptoms.